Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient was utilized for the unsuccessful implantation of the device due to the tip of the graft inserter being bent. The patient was closed and the surgery concluded without the implantation of all the intended devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for a transforaminal lumbar interbody fusion (tlif) at levels l3-s1 for degenerative disc disease. As the surgeon was using the transforaminal posterior atraumatic lumbar (t-pal) cage system, he experienced several issues. The first issue occurred as the surgeon was trialing at l3-4. After he put the trial spacer in and removed it, he noticed that it kept coming unthreaded and then eventually, he noticed the tip of the trial spacer had become stuck in the applicator knob and sheared off. It was reported that once the trial spacer broke, the surgeon was not able to get the applicator knob to turn. The tip of the trial spacer remains wedged in the applicator knob. It was reported that the surgeon was able to get an idea of the height of the implant even though the trial spacer was broken. The next issue happened as the surgeon was using the inner shaft to insert the 7mm t-pal spacer and the tip of the inner shaft became stuck in a second applicator knob and sheared off. The tip of the inner shaft remains wedged in that applicator knob. It was reported that the surgeon was able to get the implant halfway in and tightened the knob to get it rigid to keep the implant in place. As the surgeon went to loosen the knob to turn the implant, it would not loosen and the surgeon was unable to lock the implant into position. The surgeon managed to get the implant partially in and then used the t-plif implant holder, which is not designed for this use, to grab and insert the implant. The surgeon had difficulty getting the implant seated but was finally satisfied with the position of the implant and that it was placed correctly. The sales consultant confirmed that there was not an issue with either applicator knob themselves but that neither would loosen due to the broken trial spacer and inner shaft. It was reported that the surgeon then attempted to insert the 8mm t-pal spacer at level l4-5, again with the graft inserter. He was able to place it in the disc space but was unable to turn it from the vertical to horizontal position and therefore, removed it. He then attempted to insert the 9mm t-pal spacer at l5-s1 without any success. It was reported that at some point in the surgery, it was noted that the tip of the graft inserter had become bent but due to the activity in the operating room, it was stated that it was unclear at what point in the surgery this was discovered. It was also reported that the disc space the surgeon was working with was very tight and collapsed. Routine intraoperative x-rays were taken throughout the procedure. It was reported that there was only one set of instrumentation available during the surgery resulting in an approximate 30 minute delay. It was reported that there was nothing wrong with the 8mm and 9mm t-pal implants but that the unsuccessful attempts at implantation were due to the lack of additional instrumentation. After the unsuccessful attempt to finish implanting the remaining two devices, the surgeon closed the patient. The patient was reported as stable. It was reported that the surgeon does not intend to bring the patient back to the operating room to complete the procedure at l4-l5 and l5-s1. Concomitant devices: t-pal spacer applicator knob (part# 03.812.004, lot #8356820, quantity 2), applicator outer shaft (part #03.812.001, lot #8215979, quantity 2), t-pal implant (part # 08.812.007, lot #unknown, quantity 1). This report is 5 of 5 for (B)(4).